Event description:
The pt felt stimulation in her stomach. The lead was revised. Afterward, the pt's condition improved. Please see MFR, report # 3004209178200808421. The pt had increased leg pain. Stimulation parameters were increased. With increased stimulation, abdominal stimulation returned. The patient began experiencing migraine headaches. The migraines improved when stimulation was turned off and she took medications. The headaches remained if the patient took medications and the neurostimulator was left on. On/off options were discussed with the pt until the implantable neurostimulator could be checked by an hcp. An appointment to see his hcp and field representative was made for the following day. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.